Event description:
It was reported that the light guide base adapter came off the telescope and is attached to light guide adapter and cannot be removed. The issue occurred during reprocessing. The intended procedure was a therapeutic laparoscopic percutaneous extraperitoneal closure (lpec).there was no delay and no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found, light guide (lg) base adapter detached, it was attached to the light guide (lg) adapter (flex) side, and it could not be removed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported event was likely caused by an excessive mechanical forced due to an impact or fall. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch, olympus will continue to monitor field performance for this device.